Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot was peeling. The jaws had minimal signs of clinical usage. There was some evidence of blood. Based upon the visual observation, the reported complaint for "jaw boot detach" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot cracked and detached inside the pt's leg. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.